Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 230 mg/dl. The insulin pump was not exposed to a high magnetic field and the customer was able to rewind. It was stated that the motor error alarm occurred multiple times during prime and insulin squirted out of the tubing. The device was returned for analysis.